Event description:
It was reported that the customer's insulin pump had a loose drive support cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump returned with protruded/loose drive support disk. Unable to perform basic occlusion, occlusion, prime test and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. The insulin pump passed the motor test.